Event description:
The customer reported that the insulin pump had a compromised force sensor system alarm and an additional error alarm during a set change. During troubleshooting, the customer confirmed that the device's drive support cap was protruded. Blood glucose level was 93 mg/dl at the time of the incident. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.